Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the customer reported the screen kept going black. The fse could not duplicate the issue but found three overload fault errors in the log and determined the probable cause of the problem to be the hv cable ends needed to be re-greased. The fse re-greased the cable ends and verified system functionality. These actions are appropriate and no further action is required. The high voltage cable is a complex wiring assembly that carries high voltage from the high voltage tank to the x-ray tube. The hv candlesticks (cable ends) are greased to ensure a good connection between the hv components. If the dielectric grease is old or was improperly applied, the grease can break down on the high voltage connections and cause power transfer issues in the high voltage system, resulting in overload fault errors. Re-greasing the candlesticks resolves this issue. This complaint does not represent a malfunction as system adjustments are routinely made over the lifetime of the system and the high voltage cable candlesticks require periodic re-greasing .

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The high voltage cable was regreased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.